Manufacturer narrative:
(Date of event): date of event was approximated to (B)(6), 2020 as no event date was reported. (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a detached part of sensor wire guidewire was found after a transureteral lithotripsy (tul) procedure. The procedure date is unknown. According to the complainant, during the procedure, a non boston scientific ureteroscope and guidewire as well as a stonecone were used. The guidewire was attempted to advance inside the working channel; however, unusual resistance was felt. After the procedure, when endoscope was checked, a foreign object was found in the lumen and seemed to be part of a sensor wire guidewire; however, this guidewire was not used in this procedure. Reportedly, the detached part was from the previous procedure. There were no patient complications reported as a result of this event.